Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through resetting pump using provided instructions, malfunction did not recur after reset, and caller was advised to continue using pump and to call back if malfunction code reappeared.